Event description:
The user reported that during an infusion on a male child, they identified a hole in the set which resulted in a leak and a backflow of blood. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The device has been requested for investigation but has not been received to date.